Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 10 mm from the distal end. There was scratch around the broken point. The grasping section had a contact mark which shows that it has contacted with the probe. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. The tissue pad of the subject device was damaged by activation for several times. The probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that the probe of the subject device was broken off. This is the report regarding the breakage of the probe.